Event description:
It was reported that post index procedure, the patient had coronary artery bypass grafting (CABG). The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a lesion in the mid left anterior descending artery (lad). The lesion was 2.22 mm wide, 7.5 mm long, and 82% stenosed. The physician predilated the lesion prior to placing a 2.75 x 16mm taxus express2 stent. Residual stenosis was 0%. The patient received aspirin, plavix, statins, and bivalirudin during the procedure. The pt was discharged 3 days later on aspirin, plavix, lipitor, ramipril, inspra, and carvedilol. Sixty one days later, the patient returned for a planned angiography due to multi vessel disease. At 67% proximal edge, restenosis was found in the taxus express2 stent, mainly outside of the stent area. Due to disease in the other vessels, the patient was referred for CABG. The patient underwent CABG 7 days later. Bypassed vessels included left internal thoracic artery (lita) to lad, a vein graft to circumflex artery and a vein graft to pda from rca. The patient experienced atrial fibrillation the second post op day, which was converted with medication. The post op course was considered, otherwise uncomplicated. The event was considered resolved. In the opinion of the physician, there was a probable relationship between the taxus stent and the CABG.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specification at the time of its release to distribution. The root cause cannot be determined.